Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1400 mg/dl and a large ketone level identified as dangerous. Customer also experienced vomiting, and was delirious. Reportedly, the cause was unknown, however the customer was not testing bg level. Additionally, tandem technical support reviewed pump data and found that customer was not delivering any correction boluses. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, manual injections, blood thinners, and antibiotics. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved, however customer sustained nerve damage to the foot, which left customer unable to walk.